Manufacturer narrative:
This is additional information not previously included: the manufacturer's subsidiary found the power manager board to be the problem. The defective power manager board was replaced.

Manufacturer narrative:
(B)(4). User did report the batteries are charged and discharged once a month. During the surgery, the ac power was utilized. Additional diligence will be conducted as part of the complaint investigation. This complaint is related to (B)(4) / medwatch #1828100-2016-00824.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the system 1 machine was not switching over to battery from main supply. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.